Manufacturer narrative:
H3 other text : third party service center.

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, "service required" and ¿ventilator inoperative¿ codes were found in the ventilator's downloaded error log. During the evaluation, the device failed a test step during testing. The device's oxygen blending module board, oxygen blending module harness ,system board, machine flow sensor, internal battery, display and display board were need to be replaced to address the issues.